Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had issues with sensor sight bleeding into the sensor. It was reported that there was heavy bleeding at the infusion site. It was reported that part of the customer's pump had broken pieces, and the customer was hold it together with tape. It was reported that the up arrow on the pump was broken. It was reported that the customer had irritation with their infusion set. It was reported that the customer did not get alarms when sensors came to their end. No further information provided.